Event description:
It was reported the physician was treating the patient with stammberger sinu-foam nasal dressing. While mixing the dry fiber with water, the physician reported the mixture did not reach a "thick consistency". No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.